Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that, at a pump refill, there was a yellow discoloration of the medication that was aspirated from the reservoir. It was confirmed that there were no other pump or therapy problems. The patient was not having any problems before or after the refill. The device system was used to deliver morphine 30mg/ml at 22.858mg/day. It was later reported that no patient symptoms occurred and the cause of the event was unknown. The patient recovered without permanent impairment.